Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The leads were connected to the device and when the physician checked, there was no ventricular pacing. The leads were checked with an analyser. The leads were functioning normal and were reconnected to the ipg. Again, there was no ventricular pacing. A new ipg was opened tobe used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.